Event description:
Chair veers to the left and end user feels suspension is not working correctly. No report of injury.

Manufacturer narrative:
(B)(4). Model tdx-sr, serial number/date code unknown age is unknown. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.